Event description:
It was reported that during the procedure, the subject guidewire perforated the artery. The patient had a brain leak but the patient is stable. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that a wire perforation of the artery occurred. Additional information provided by the customer indicated that the dispenser hoop flushed before removing the guidewire. There was no resistance encountered removing the guidewire from the dispenser hoop. The procedure completed successfully. There was no additional procedure performed due to the artery perforation. It was reported that the patient had a brain leak however, she was stable. While there are a number of potential causes for the reported issue, because the device was not returned and review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the subject guidewire perforated the artery. The patient had a brain leak but the patient is stable. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.